Event description:
Patient placed on 100% o2 via servo I nasal intermittent positive pressure ventilation (nippv), after 30ish minutes on 100% vent started to red alarm: o2 concentration low. Patient was set at 100% monitored o2 was 94%. O2 tubing connected to another outlet in wall and reading the same thing. Patient was able to wean o2 down to 70% and alarm stopped. Ventilator was changed out during patient's intubation. Alarm did not contribute to intubation.